Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on september 22, 2021. Device evaluation summary: the product was returned to mentor for evaluation and mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the sm mod classic gel, 385cc breast implant was ruptured in two pieces. In addition, a crease/fold was identified at the edges of the rupture. The evaluation determined that the cause of the rupture was consistent with normal wear. Instructions for use state that ruptures can occur at any time after implantation, but are more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 23, 2023, mentor became aware that information was inadvertently omitted from the previous report. Manufacturer's reference number: (B)(4) in the previous follow-up report, e2308 deformity/disfigurement should have been populated in the h6. Health effect clinical code field.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain and rupture. Manufacturers reference number: (B)(4).

Event description:
It was reported that (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 385cc mentor memorygel breast implant experienced left sided breast pain and rupture post procedure. As a result, patient had an explantation on (B)(6) 2021.